Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual/microscopic inspection: the device is returned. The stent was not returned for analysis. The stent introducer sheath was not returned for analysis. The sdw 9stent delivery wire) was found to be kinked/bent. Functional inspection: stent deployed prematurely during use - a functional inspection cannot be performed as the stent was not returned. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The 'stent deployed prematurely during use' was indirectly confirmed as the sdw was returned without the stent still loaded on it. The unexpected movement of device' could not be duplicated as this is a procedure-related issue. However, the analysis results are consistent with the reported event. The returned device did not meet specifications when received for complaint investigation based on the analyzed anomalies noted. Additional information received from the customer indicates that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure and the patient's anatomy was described as 'severely tortuous'. It was reported that the operator used a microcatheter to deliver the subject stent to reach aneurysm and the vessel was tortuous so when the operator withdrew the microcatheter to deploy the stent, the stent and microcatheter migrated down and the stent was deployed at the position lower than aneurysm. The stent did not cover the neck of aneurysm so the operator deployed another stent in same catalog to deploy at the lesion successfully to finish the procedure'. This indicates that the operator was in the act of deploying the stent when the unexpected movement of the microcatheter and stent occurred. The stent was not returned for analysis as it had been successfully deployed in a location which did not fully cover the aneurysm neck. The introducer sheath was also not returned for analysis. The stent delivery wire (sdw) was returned and was noted to be slightly kinked/bent towards the distal end of the wire. This damage is likely to have occurred post-procedurally as there was no issue noted when deploying the stent. An assignable cause of procedural factors has been assigned to the 'as reported unexpected movement of device' and stent deployed prematurely during use and to the as analyzed sdw kinked/bent as this complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use.

Event description:
It was reported that during a neurovascular procedure when the operator withdrew the microcatheter to deploy the subject stent, the subject stent and microcatheter migrated down and the subject stent deployed at the position lower than the aneurysm. The subject stent did not cover the neck of aneurysm so the operator deployed a second stent at the target lesion to successfully finish the procedure.

Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.

Event description:
It was reported that during a neurovascular procedure when the operator withdrew the microcatheter to deploy the subject stent, the subject stent and microcatheter migrated down and the subject stent deployed at the position lower than the aneurysm. The subject stent did not cover the neck of aneurysm so the operator deployed a second stent at the target lesion to successfully finish the procedure.